Manufacturer narrative:
After performing cerebral angiography, the doctors prepared to block with a 5f exoseal vascular closure device (vcd); however, when they removed the product from the package, they found that the package had been disassembled and the opening of the outer packaging bag of the occluder was open. When taking out the inner box, it was found that the exoseal delivery system was kinked, so they did not block. Hemostasis was achieved by manual compression. There was no reported patient injury. There was no damage to the packaging, inner or outer. The device was stored in a dsa high-value cabinet. Reason for the procedure was an angiography to determine the degree of stenosis and formulate a surgical plan. Two images were provided. Per the visual analysis of the pictures, a vascular closure device 5f unit and its pouch were observed. The pouch of the unit was noted to be open, however, adhesive residues were observed on the seal of the pouch. Also, the delivery shaft of the unit was observed to be bent and placed in its tray. No other anomalies were observed. The device was returned for analysis. One non-sterile vascular closure device 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with dry blood residues. The indicator wire was retracted. The indicator window was received on white/black position and the guard was found unlocked. A kinked condition was found approximately at 4 cm from distal tip. No anomalies were observed during the analysis. Per dimensional analysis, the catheter od/ID measurement was taken near the damage and found to be within specification. A product history record (phr) review of lot 17997050 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box ¿ compromised sterility - seal open¿ was not confirmed since no original packaging was returned and the picture analysis established that adhesive residues were observed on the seal of the pouch. The reported ¿delivery shaft ¿ kinked/bent - prior to use¿ was confirmed since a kinked condition was found during visual review. The exact cause of the reported event could not be conclusively determined. Based on the information available, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which are not intended as a mitigation of risk, do not use the exoseal vcd if the package is damaged, or any portion of the package has been previously opened. Do not use the exoseal vcd if the device appears damaged or defective in any way. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
Two pictures were received for picture analysis related to complaint # (B)(4). Per visual analysis of the attached pictures, a vascular closure device 5f unit and its pouch were observed. The pouch of the unit was observed opened, however, adhesive residues were observed on the seal of the pouch. Also, the delivery shaft of the unit was observed bent and placed in its tray. No other anomalies were observed. A review of the manufacturing documentation associated with lot 17997051. UDI# (B)(4) was performed. The phr review does not suggest that the failure reported by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. The event reported by the customer as ¿packaging/pouch/box - compromised sterility - seal open¿ was confirmed since the pouch of the unit was observed opened, by picture analysis. However, adhesive residues were observed on the seal of the pouch. The event reported by the customer as ¿delivery shaft - kinked/bent - prior to use¿ was confirmed since the delivery shaft of the unit was observed bent, by picture analysis. However, the exact cause of the opened seal and the deliver shaft bend cannot be conclusively determined based on the picture visual analysis sole information provided. Nonetheless, neither the phr review nor the picture review suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Analysis of the returned device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After performing cerebral angiography, the doctors prepared to block with a 5f exoseal vascular closure device (vcd); however, when they removed the product from the package, they found that the package had been disassembled and the opening of the outer packaging bag of the occluder was open. When taking out the inner box, it was found that the exoseal delivery system was kinked, so they did not block. Hemostasis was achieved by manual compression. There was no reported patient injury. There was no damage to the packaging, inner or outer. The device was stored in a dsa high-value cabinet. Reason for the procedure was an angiography to determine the degree of stenosis and formulate a surgical plan. The device is expected to be returned for analysis. 2 images were provided.